Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Error code e116 appears due to a printed circuit board failure. There was a presence of an oxidized contact on the pci-e port (graphics card) of the motherboard. Additional findings: presence of hot spot (heating) on the tracks of the ram (random-access) memory and the presence of an outstanding scratch on the screen. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that a visera 4k uhd camera control unit exhibited a communication error code (e116) during an unspecified procedure. The e116 error message was displayed after one minute of operation when the camera was plugged in. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of rust on the electrical contacts for the pci-e port of the printed circuit board could not be be identified. Olympus will continue to monitor field performance for this device.